Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set was being used for a dilaudid infusion; the first set that was used cracked, they immediately opened a second set which also cracked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the female luer cracked and leaked on the first set was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.604 inches long. Inspection under magnification showed no stress marks on the female luer. Functional testing was performed and a leak was observed from the crack. The cause of the reported first leak was a crack in the female luer. The cause of the crack was not identified.